Event description:
There was an allegation of questionable dig digoxin and elecsys hcg + beta test system results for 2 patient samples on a cobas 8000 - cobas e 602 module. For sample 1, the initial digoxin result was 2.9 ug/l. The repeat result was 0.6 ug/l. For sample 2, the initial hcg result was 2034 miu/ml. The repeat result was 8959 miu/ml.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The alarm trace showed multiple abnormal sipper alarms. The investigation is ongoing.

Manufacturer narrative:
The alarm trace also showed inadequate pro cell volume in the reservoir alarms, an abnormal signal of pro cell alarm, a remaining pro cell volume alarm, and a empty pro cell volume alarm. The field service engineer (fse) replaced the measuring cells, the sipper nozzles, and the associated tubing. No further issues were reported after the service visit. The investigation did not identify a product problem. The root cause of the event could not be determined.